Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced ongoing issues with the peg stoma,. In (B)(6) 2021, she felt it was tethered, as if something was restricting it internally. The stoma had increased leaking exudate, appeared to have widened, and grey/green exudate with bile staining. On (B)(6) 2021, a swab taken isolated pichia kudriazevii, candida tropicalis, klebsiella pneumoniae. On (B)(6) 2021, topical cream clotrimazole 1% to be applied topically at stoma site 3 times a day was prescribed. On (B)(6) 2022, antibiotics co -amoxiclav 125 mgs , 1 tablet to be taken three times a day was given once swab results received back from path lab. On (B)(6) 2022, a swab taken showed mixed anaerobes sensitive to metronidazole. On (B)(6) 2022, clarithromycin 250 mgs x1 tablet twice daily was prescribed. On (B)(6) 2022, a 3rd swab was taken which reported no infection.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.